Event description:
Customer's mother called to report the insulin pump wasn't recording the blood glucose readings and that it was shutting off without an alarm. The customer had been going through a battery per day. The insulin pump wasn't notifying the customer that the battery was low and then it would shut off. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to the battery tube connector not plugged in properly. Unable to verify off no power alarm, low battery alarm due to blank display. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.